Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with dislodged flaps. In addition there were wrinkles in left eye and the flap was displaced on the right eye (od). The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain and blurred vision. Patient reported symptoms are not interfering with daily activities. Both flaps were lifted and placed in the right position. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.75 x -1.00 x 2, left eye pre-op 20/20 -3.00 x -.50 x 21.